Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The f-38 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be out of specification force sensing resistors. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.